Manufacturer narrative:
Evaluation: the stent used during the procedure was not included in the return because it was placed during use. Our evaluation of the returned introduction system confirmed the report. A cotton leung biliary stent (reorder number: clso-10-12) from our shelf stock was advanced onto the guding catheter of the introduction system. All four bands on the guiding catheter caught on the stent, creating resistance while loading the stent. No kinks were noted on the introduction system. The pushing catheter has some bends near the distal end. The stent and introduction system were advance through a 4.2mm accessory channel that was positioned in a simulated biliary position. Once the stent was advanced through the accessory channel, resistance in removing the guiding catheter from the stent was encountered. Therefore, deployment of the stent was difficult, but possible. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the device were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: the information provided indicated loading of the stent onto the introduction system was not smooth. The instructions for use advise the user to visually inspect with particular attention to kinks, bends or breaks upon removing the introduction system from the package. The user is instructed not to use the product if an abnormality is detected that would prohibit proper working conditions. Information provided indicated the user experienced resistance when advancing the wire guide, stent and introduction system through the obstructed area. The instructions for use caution the user not to use the oasis if the wire guide or stent cannot advance through the strictured area. Because resistance of this nature was encountered, it is possible the condition of the patient affected the performance of the product. Prior to distribution, all oasis one action stent introduction system are subjected to a visual inspection to ensure device integrity. The outer diameter size of the guiding catheter is verified during the inspection process. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis - one action stent introduction system. Loading of the stent onto the guiding catheter of the introduction system before use was not smooth. During the procedure, resistance during insertion of the wire guide and stent/introduction system into the duct was encountered. Once the stent was in place, resistance in removinig the guiding catheter from the stent was encountered. The stent was able to be placed, although much resistance was encountered. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effect due to this observation.